Manufacturer narrative:
Product ID 3887-33 lot# l60788 serial# implanted: (B)(6) 1999 explanted:; product typ lead product ID 37743 lot# serial# (B)(4); product typ programmer, patient product ID 3708340 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product typ extension product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ extension. (B)(4).

Event description:
It was reported swelling and pain at the internal neurostimulator (ins) site. Fluid was present at ins site, but blood work showed no infection. No known accident or incident was related to the event. Patient indicated she used to charge once a month, but she had just recharged two weeks prior to having to charge again. A hematoma was reported in the ins pocket and the ins was moved the abdomen. A few months later swelling started again with pain, burning, itching, and pinching in the abdomen ins pocket. Patient had no known allergies and her weight had been within (B)(6) from the start. The patient had no trouble with the stimulation. It worked well for pain in her arms and the patient did not want to give that up. Patient outcome was not provided. If additional information is received, a follow up report will be sent.